Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the "tip broke off." Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.complaint sample was evaluated and the reported event was confirmed. The elevator showed signs of use with some light scratching on the handle and a broken tip. The complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the elevator experiencing excessive force during use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.t

Event description:
It was reported that the instrument fractured during an extraction procedure. There was no patient injury or surgical delay; the tip was removed via suction and the procedure was completed with another instrument. No adverse events have been reported as a result of the malfunction.